Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to noise on the ventricular lead. The noise was able to be reproduced with arm movements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076-45, lead, implanted: (B)(6) 2001. (B)(4).